Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly and received insulin pump error. The customer¿s blood glucose level was unknown. Customer states gain was greater than 4 minutes per month. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The customer also reported that the self test passed. Fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in device history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly. Device monitored for 3 days. No time/clock anomaly noted during testing.